Event description:
This pc is related to (B)(4) which reports about the event occurred after the 1st revision surgery. This pc reports about the event occurred after the initial surgery. It was reported that on (B)(6) 2018, the patient underwent the tha surgery. After surgery, on unknown date, dislodgement of the liner occurred, and the 1st revision surgery was performed on (B)(6) 2020. At this time it is unknown whether the liner was our company¿s product or not. No further information is available. Doi: (B)(6) 2018; dor: (B)(6) 2020; unknown hip.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.